Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16261. It was reported that the patient experienced ineffective therapy as a result of lead migration. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the existing leads were repositioned to resolve the issue. Effective therapy was established postoperatively.